Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, after clamping the tissue and closing the device jaws, the green button was pushed to fire the device, the lower side of the rotation button was clicked for a slow firing mode, however the device did not react. There was no patient injury.